Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a retropubic sling surgery procedure performed on (B)(6) 2018 to treat her stress urinary incontinence. On (B)(6) 2018, the patient experienced painful anal opening and reported to have bleeding twice two days ago. The patient was known to be constipated and was taking metamucil and penadeine forte. The patient was advised not to take codeine or morphine tablets. The patient also complained of having pins and needle sensation in her right upper leg, which kept her awake. The pain was reportedly relieved after a hot shower. Moreover, the patient also complained of back pains. On (B)(6) 2018, the patient was seen and was noted to be improving well. However, the patient still complained of minimal discomfort at the surgical site. The patient was also having flu-like symptoms but she wanted to go back to work. Reportedly, the patient had cut down on her smoking to 3 sticks a day. The patient also mentioned that she was taking herbal products to clean her lungs and was reported to be doing well with that. The patient was scheduled to be seen in a couple of days. On (B)(6) 2018, the patient was seen and followed-up for her flu-like symptoms. The patient reported to feel better and wanted to go back to work the next day. Since the patient has improved, a fit to work clearance was given; however, the patient was advised to seek consult for any concern. The patient was advised to eat healthy food and perform weight loss. The patient was also advised with the importance of eating a wide variety of food from the five food groups. The patient reportedly increased her vegetable intake; however, she was still regularly missing out on low carbohydrates and protein portions during main meals. It was encouraged that the patient increase the intake of low carbohydrate and lean protein food.

Manufacturer narrative:
The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.